Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was routinely transplanted on (B)(6) 2014. Additional info provided to the manufacturer indicated that following the transplant, the patient suffered a stroke on an unspecified date and subsequently passed away on (B)(6) 2014. During the manufacturer's initial investigation of the returned pump, thrombus formations were found.